Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-17106- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported by the patient that infusions set fell off due to which hyperglycemia occurs within one day of use. High blood glucose level was 9 mmol/l. Patient replaced infusion set and resumed insulin successfully. No further information was available.